Manufacturer narrative:
The investigation is in progress. A sample has not been received for evaluation. A root cause has not been identified. (B)(4).

Event description:
A nurse reported that the equipment did not aspirate and a system message displayed during surgery. The product was exchanged and the procedure was complete with no harm to the patient.